Manufacturer narrative:
(B)(4).

Event description:
Patient came to the ER with convulsions and no rv capture. The patient's rv output was programmed to 2.0 v at 0.4 ms and capture control was off. Rep found the threshold to be 2.0 v at 1.0 ms. The device was then programmed in the ER to 4.0v @ 1.0ms in unipolar. The device remains implanted. On 10/12/16 - we were notified that this patient expired on (B)(6) 2016. It is unknown if this device will be explanted and returned. The system remains inside the patient at this time.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.